Manufacturer narrative:
Zimmer biomet complaint: (B)(4). After several attempts, the aseptic transfer kit housing part number 89-8510-440-10 lot number 5013972 was not returned for complaint investigation. A device history records review was performed for this product part number 89-8510-440-10 lot number 5013972. Deviations and/or non conformities were reviewed and none of them could explain the defect reported.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number 5013972 was opened during the surgery in the sterile area. The battery and the screw with a cover fell to a sterile drape near the operating field. The patient was under spinal anesthesia. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported. This follow-up report is performed as new information was received:a delay of 20 minutes was reported. The reason of the delay is the field had to be disinfected with braunol + 0,9% nacl, clothes changed and the staff washed hands.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is performed to add information that a delay of 20 minutes was reported. The reason of the delay is the field had to be disinfected with braunol + 0,9% nacl, clothes changed and the staff washed hands. The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be performed if new information or product is received.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number 5013972 was opened during the surgery in the sterile area. The battery and the screw with a cover fell to a sterile drape near the operating field. The patient was under spinal anesthesia. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported. This follow-up report is performed as new information was received:a delay of 20 minutes was reported. The reason of the delay is the field had to be disinfected with braunol + 0,9% nacl, clothes changed and the staff washed hands.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be performed if new information or product is received.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number 5013972 was opened during the surgery in the sterile area. The battery and the screw with a cover fell to a sterile drape near the operating field. The patient was under spinal anesthesia. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported.